Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/09/2014 with the following findings:a review of the pump¿s black box revealed a replace battery alarm; there was no evidence of excessive power draw. No damage to the battery compartment was found. The battery cap was able to properly secure to the pump. The pump successfully completed multiple prime sequences without issue or alarm. The pump¿s electric draws were found to be within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the bolus button cover was torn; there was no response issue experienced.